Event description:
Boston scientific received information that the patient presented to the clinic due to complaints of fatigue and requesting to have her sensors adjusted for rate response. Upon interrogation the medical professional noted that the lead safety switch lss) had been triggered on the right ventricular (rv) lead, switching it to unipolar configuration and turning off the minute ventillation (mv) feature on the device. The lss was triggered due to an out of range impedance measurement. The clinician did not initially see any out of range measurements during normal device testing. However, during isometrics the pacing impedance measurement jumped to greater than 2000 ohms. The lead was reprogrammed to unipolar pacing and bipolar sensing to allow the mv to be reactivated. There is concern over a possible fracture, however at this time it is unknown if any x-ray was taken. The system remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the high out range pacing impedance measurements continued to occur, so the device was reprogrammed to pace and sense the atrium only. The patient will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that a revision procedure was performed due to continued high out of range pacing impedance measurements of greater than 2000 ohms along with oversensing issues where there was no pacing inhibition. The device was explanted and the rv lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the lead safety switch (lss) triggered again for the right ventricular (rv) lead changing the polarity from bipolar to unipolar. The lss triggered due to continued high out of range pacing impedance measurements of greater than 2500 ohms. In unipolar configuration the impedance measurement was 480 ohms. At this time the physician has opted to continue to monitor the patient and no further action was taken. The rv lead and pacemaker remain in service. No adverse patient effects were reported.